Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned. Visual and microscopic examination was performed and no issues were noted to the microcatheter. During functional evaluation, the device could not be flushed. A patency test was performed and friction was observed at 8cm from the microcatheter proximal end. The microcatheter shaft was cut at the point of resistance and it was found that the inner polytetrafluoroethylene (ptfe) lining was bunched up in the lumen of the catheter. Based on the information currently available and device analysis, the exact cause of the reported and analyzed issues could not be determined, and the manufacturer continues to investigate the matter.

Event description:
Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) inner lining was peeled. No consequences to the patient were reported.